Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary procedure with saline mentor smooth round moderate plus profile 700cc breast implants and experienced deflation on the right breast implant. The deflation was diagnosed by the healthcare professional by the physical exam on (B)(6) 2018. As a result, the patient had undergone bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 04/18/2018, it was reported to mentor that the device history record ( DHR) of lot number 6690171 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).